Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified creases fold, wear abrasion, and a curved opening. Leak test and microscopic analysis were performed which identified a smooth crease opening on posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: b.5., d.1., d.4., d.6., d.7., d.10., g.3., h.3., h.4., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.